Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additional information indicated that there was a suspected fracture that could not be seen on xray and noise occasionally oversensed. This lead was explanted. No additional adverse patient effects were reported.